Event description:
Initial result for a pt ethanol was 0.002 g/ml. When repeated, the result was 0.292 g/dl. The field service representative repaired the instrument by replacing the liquid level detect cables.